Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: limited information is available. Customer complains that cb030 was not cutting properly during use. Additional information received via email 04-jan2022 from [name], account manager associate: there was no patient injury. The failure to cut was noticed during the cholangiogram. The device was functional upon initial use. The user was cutting the cystic duct when the scissors failed to cut. The device was thrown away after the case. Product is not available for return. Patient status: there was no patient injury. Type of intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy detailed description of event: limited information is available. Customer complains that cb030 was not cutting properly during use. Additional information received via email 04jan2022 from [name], account manager associate: there was no patient injury. The failure to cut was noticed during the cholangiogram. The device was functional upon initial use. The user was cutting the cystic duct when the scissors failed to cut. The device was thrown away after the case. Product is not available for return. Patient status: there was no patient injury.